Event description:
It was reported the cuff was, did not inflate. This occurred during patient use but no harm.

Manufacturer narrative:
D4: UDI and g4: 510k are unknown. No product information has been provided. A product sample was received and is awaiting evaluation, investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available.

Manufacturer narrative:
Updated the UDI number, b1 - adverse event/product problem and b2. One (1) used device was received for evaluation. A visual inspection was performed, and the reported issue was duplicated. The deformation of the cuts were observed to be irregular in shape one of which was semi circular. The cuff was observed to not fully inflate due to a leak from the cuts previously observed. The probable cause of the cuts is unknown. A device history record (DHR) review was conducted which indicated all inspections were completed and no issues were noted during manufacture.